Event description:
The port leaks at the catheter near the connector.

Manufacturer narrative:
The returned product was visually inspected and tested for leakage. The port of the product was filled with a blood-like substance between the septum casing and the import cup. There were two large incisions and multiple needle punctures in the septum material. Both incisions and one of the punctures penetrated through the septum casing into the space between the import cup and the casing. A needle puncture was seen through the reinformced sheeting on the bottom of the port. The catheter had fractured approximately .5 cm from the wall of the port. It appeared that the catheter attachment lock was not fully assembled to the wall of the port. A semicircular incision around the catheter, which appeared to have been caused by a suture tie, was seen at approximately 1 cm from the fracture site. The retention rings on the distal end of the catheter appeared to have been sheared off. The product did not leak when tested. The improper placement of the lock caused it to wear through the catheter causing the leakage.